Event description:
It was reported that patient¿s neurostimulator was non-functional. It was asked if an MRI could be performed at this point. It was advised that MRI was still not performed with stimulator implanted. It was additionally reported that the stimulator had initially worked, but one of the leads had come loose and was no longer in the correct place. It was explained that the stimulation had to be turned up ¿so high¿, and it just wasn¿t giving the relief that it had initially, so it was given up on. It was reported that it had been three years prior that stimulator was determined to no longer ¿be good¿ and that lead had migrated. It was noted that stimulator would ¿most likely¿ be removed, so the patient could have an MRI.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# v003633, implanted: (B)(6) 2006, product type: lead. (B)(4).